Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has burst longitudinally over a length of about 6 mm. Microscopic inspection of the balloon surface showed several scratches in close vicinity of the tear. It therefore seems likely that the tear was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations, no material or manufacturing related root cause was determined. The root cause for the complaint event is most likely related to the patients anatomy.

Event description:
A pantera leo coronary balloon catheter was selected for treatment of a lesion (99 percent stenosis degree in the rca. The device was advanced to the lesion and inflated, but ruptured at 18 atm. Another balloon with same size was used afterwards.